Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. .

Event description:
A call to technical support indicated that client receives an " invalid electrocardiogram" message when viewing a strip. Technical support advised a script needs to be ran for the message. However, the client did not have access to the server at time of call and therefore opted to call back next day with information technology department. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further analysis of the event prompted a change in the conclusion. This complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the clinician is getting an incorrect display of ECG when viewing a strip. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the clinician is getting an incorrect display of ECG when viewing a strip. The system is still in use. No patient complications have been reported as a result of this event.